Event description:
It was reported the customer was hospitalized due to low blood glucose levels. Customer reports pump is functioning as expected. Customer uses humilin-r insulin.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.